Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan canada alleging that a one touch ultra meter would not power on. The reporter tests the patient's blood glucose 2 times a day; between 8:00-9:00 am after breakfast and 7:00-8:00 pm after dinner. Her typical blood glucose levels are around 7.0 mmol/l. The reporter was unable to provide the details of the patient's medication regimen. However, the reporter did note that the patient takes an unidentified oral medication 3 times a day, at breakfast time, dinnertime, and bedtime. According to the reporter, the alleged meter issue started sometime around one month earlier. The reporter mentioned that the meter worked "once in a while" during the time of concern. She believes the meter last worked on an unknown date in the same month. Although the meter was working sporadically, the reporter indicated that no changes were made to the patient's medication or diabetes management regimen. The patient was seen in an emergency room (ER) on may 10, 2007 while feeing weak and dizzy. Reportedly, the symptoms began around the beginning of may. The patient's blood glucose was tested on an unknown device in the ER and a result of "high" was obtained. It is unknown what treatment, if any, the patient received in the ER. No further clinical information was provided. The patient was using the correct test strips; however, according to the reporter, the test strips used during the time of concern might have expired in march 2007. It was also noted that the patient's test strip supply included test strips that expired in 2006. During troubleshooting, the meter turned on by pressing the power button. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged she was unable to test the patient's blood glucose on a regular basis because of the meter issue and reported the patient had symptoms and received a result of "high" in an ER.